Event description:
Event #1: situation: new foley catheter placed, and was leaking around the site and also in the catheter. Background: patient was in an aki and unable to void, 16fr foley was placed and patient was voiding around the catheter as well as in the tube. Assessment: the bag was burped and dependent below bladder. Event #2: situation: new foley catheter placed, and was leaking around the site and also in the catheter. Background: patient required foley cath, unable to void 16fr foley was placed and patient was voiding around the catheter as well as in the tube. Assessment: the bag was burped and dependent below bladder. Recommendation: 3rd foley on sunday to cause leaking around site. Event #3: situation: foley cath was placed and was leaking around site and urine in tubing. Background: pt was becoming increasingly unstable, requiring pressers and intubation. Foley was placed per team. Assessment: urine was leaking around the insertion site, as well as coming out in the tubing. Bag was burped and in a dependent position. Recommendation: new foleys are having issues, with 3 different patients. Male and female. [Redacted name] clinical stakeholders are working with medline about this issue and contributing factors for product and practice. Manufacturer response for urinary catheter, (brand not provided) (per site reporter) [redacted name] clinical stakeholders are working with medline about this issue and contributing factors for product and practice.